Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR. The omsc performed a device history record review and no abnormalities were noted. No device was returned to the original equipment manufacturer (omsc), however, an investigation was completed by omsc and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause has been determined to be due handling. It is highly probable that water entered the inside of the device due to flooding without attaching the watertight cap, which led to the action of opening and drying the ultrasonic connector, scope connector, and operation section in the repair items of the attachments at the internal of issuing the slip. It was assumed that the event was caused by incorrect reprocessing because the scope was flooded without the watertight cap attached when flooding the sink with reprocess. The instruction for use manual states, in chapter 7 cleaning, disinfection, and sterilization procedures: attaching the water-resistant caps (mh-553). Never immerse the water-resistant caps unless they are attached to the endoscope. Water remaining inside the water-resistant caps can be transferred to and damage the ultrasonic cable connector and/or the videoscope cable connector.

Manufacturer narrative:
The service group evaluated the scope and could not confirm the reported event as the was scope opened to inspect for fluid invasion but there was no fluid found inside the scope. Additionally, the scope passed the leak test. The scope was repaired and returned to the user facility. A review of the service history indicated the scope was purchased on (B)(6) 2017 with no repair records. As part of the investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility. The ess contacted the facility to set up a reprocessing review and scope reprocessing in-service training. The facility stated the facility responsible for training is closed and is not doing procedures at this time due to the covid-19. The cause of the reported event could not be confirmed as there was no fluid invasion inside the scope.

Manufacturer narrative:
The referenced ultrasound gastro-videoscope was returned to the service center but the evaluation has not yet begun. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing the scope was incorrectly reprocessed as the user facility reported that the ultrasound gastro-videoscope was put into the sink of water without (water-resistant) caps. There was no patient involvement.